Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during dwell 3 of 4. The baxter technical representative (tsr) assisted the home patient (hp) to cycle power, clear and explain the alarms. The hp would discard the supplies and call the nurse regarding any missed therapy and the alarm. The hp had an unused supply line which was uncapped and unclamped. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. This complaint is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The cause was use error - open clamp. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.